Manufacturer narrative:
The reported event of helix mechanism issue was not confirmed. A complete lead was returned in one piece with the helix retracted, and no blood on the helix. By applying torque to the connector pin, the helix could be extended/retracted, and helix extension length met specification. Visual, x-ray, and electrical evaluations were normal with no anomalies found.

Event description:
It was reported the patient presented for procedure. Prior to implant, it was discovered the lead helix could not extend. The physician elected to complete the procedure with a different lead. The patient was in stable condition.